Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The drive support cap was inspected and no anomaly was noted. The motor was tested outside the device and passed. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 at 11 pm with a blood glucose level of 604 mg/dl. The customer felt that their heart racing, and was throwing up at the time of the incident. The customer was treated for their blood glucose with insulin drip. The customer was wearing the insulin pump during their hospital stay. The customer stated that the drive support cap on the device was damaged. The customer sent the product back for analysis.